Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the plug unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, bending angle in down direction did not meet the standard value due to wear of angle wire, plastic distal end cover had a dent, objective lens had a scratch, light guide lens had a chip, adhesive on bending section cover had wear, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope displayed an e30 error code (scope communication error). The device was returned for evaluation. During the device evaluation, it was found that the air/water tube and the air/water cylinder contained foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.